Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage electronic assembly. Also, it was received with moisture damage on the motor, battery tube, and vibrator assembly. It was unable to verify the button error alarm due to blank display. It also was received with a cracked case at the display window corner, and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.